Event description:
It is reported that during surgery in early 2009, the sterile packaging came off with outside peel off cover. Therefore, possibly contaminating sterile screw. The screw was not implanted.

Manufacturer narrative:
This report will be amended when our investigation is complete.